Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. Contact reports the charite disc core migrated anteriorily. Posterior spinal fusion was performed and the disc was left in the anterior space.